Event description:
It was reported that approximately 4 months post-implant of a bifurcated device, an infrarenal aortic extension and a suprarenal aortic extension, a computed tomography scan revealed a proximal type I endoleak. Reportedly, the pt's aortic neck is short and angled, and the aortic extension wasn't sealing completely. The pt was treated with a suprarenal aortic extension, which partially corrected the endoleak. The physician is monitoring the pt.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 crf 803.56 when additional information becomes available.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by a clinical representative. The review confirmed an endoleak of unknown type. The reviewed information described that the patient's aortic neck was short and angled, which appears to be the likely cause of the event. No device issue was identified in the investigation. A manufacturing record review was performed, the lot met all release criteria with no relevant issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.